Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; output connectors were broken. Analysis also found the battery wires and display wires were pinched (insulation not compromised). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial and ventricular connectors were broken. The external pulse generator was returned for repair. No patient complications have been reported as a result of this event.